Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son had a motor error on insulin pump while he was at school and blood glucose level was up to 500 mg/dl. Customer¿s blood glucose level was 542 mg/dl. Customer also stated that the insulin pump had motor error and drive support cap was normal. Customer was able to successfully clear the alarm and able to complete pump rewind. Customer was assisted in performing manual prime and motor error alarm did not recur. Customer did not report motor position encoder alarm. The insulin pump will not be returned for analysis.